Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.